Event description:
It was reported that the g7 cups were not removed from the curved inserter. The returned instrument was checked and found to have a deformed groove on the g7 thread. The surgery was completed using a straight impactor. There was a five (5) minute delay for an instrument exchange.

Manufacturer narrative:
(B)(4). D10: 110003454 g7 curved inserter thd shaft 096490. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified that the device show signs of damage and previous uses. Deformation, metal wear, and gouges are present. No other damage was noted. Lot 096487 has an approximate field age of 1 year. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.